Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Event description:
It was reported the customer's insulin pump had a motor error alarm. The customer had attempted to rewind the insulin pump twice but was unsuccessful. The customer's blood glucose was 204 mg/dl. The customer stated she had fallen and caught the insulin pump by the tubing prior to the alarm occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).